Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported her daughter noticed the tampons looked fuzzy and frayed with strands coming off of them. She noticed this prior to use and threw these tampons away but was concerned she used some of the frayed tampons. She alleged her daughter was fine and did not seek medical attention.